Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50/100. It was stated the light was not stable and moved frequently, as the fixing screws mounting the light to ceiling were loose. The screws were tightened and the light is now stable. We decided to report the issue in abundance of caution as loose fixing screw could lead to detachment of light configuration and as result of that, could lead to serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The analysis related to the investigated issue has been performed by the subject matter expert at the manufacturing site. As it stated: the most probable root cause of this incident is a wrong installation, not performed according to the recommendations and rules given in both installation manual and installation recommendations manual of this light. There may be several reasons as: - wrong dowels used in the concrete wall. - the system (wall box) was not tight enough. - the back plate was not installed. The other probable reason could be also a weight overload applied on the main arm. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea 50/100. It was stated the light was not stable and moved frequently, as the fixing screws mounting the light to ceiling were loose. The screws were tightened and the light is now stable. We decided to report the issue in abundance of caution as loose fixing screw could lead to detachment of light configuration and as result of that, could lead to serious injury.